Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia after breakfast, with blood glucose at 250 mg/dl at the start of the call and 243 mg/dl by the end of the call, while using an inset teflon 6 mm, 23 inch infusion set. Symptoms included no reported clinical manifestations. Outcomes included no functional impairment, no hospitalization, and no medical intervention beyond routine self-management. Investigation included troubleshooting and user education. Investigation of this case revealed no device alarms, no device malfunction identified, and blood glucose trending downward during the interaction. It was concluded that the event was hyperglycemia of unclear cause with no device-related failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.